Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. There are a quantity of two (2) reported; however, only one (1) device returned for evaluation. Visual evaluation under magnification on the returned device shows extensive electrode wear with a significant amount of discoloration present around the spacer and cap. There is scuff marks present on the spacer and possibly detachment of adhesive. There is a significant amount of scratch marks present on the cap and exposed shaft. The shaft has been bent as well. The cable has been severed prior to being received; therefore, a functional evaluation could not be conducted. There are no manufacturing abnormalities visually observed with the returned wand. The complaint has been visually verified and the root cause is more than likely associated with coming into contact with another device such as a cannula. It is possible that upon insertion or removal of the device using a cannula, the tip inadvertently came into contact with the cannula boundaries; therefore, causing damage to the tip. Physical evidence would also suggest that the device may have been used as a lever to enlarge the surgical site or gain access to tissue which can be seen from the damage the shaft sustained. The instruction for use (¿IFU¿) outlines warning and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Device returned for evaluation. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).

Event description:
The nurse reported that at the beginning of the procedure after the wand had only been in use for 5 minutes or so, it started shedding what appeared to be plastic from the tip of the wand. This caused a surigical delay in excess of 30 minutes. The procedure was completed using a backup device.